Event description:
During troubleshooting for a check patient line alarm, it was found that the home patient (hp) disconnected the patient line and solution leaked out. The technical service representative (tsr) explained that the setup was compromised and that the hp would need to restart with new supplies. No patient injury or medical intervention was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.